Event description:
The customer reported that the system is not loading cine runs properly. The case was able to be completed after the system was rebooted. There was no injury to the patient.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number 13219214. The ge service rep inspected the 9800 system and played back multiple cine runs, but could not duplicate the problem. All cine runs were playing back normal. He formatted the cine drive and recorded and played back multiple images. The cine runs are operating as normal.